Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. The pump user guide states: warning ¿ never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.

Event description:
It was reported that the cartridge was leaking from the o-ring. As well as, a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step. Customer loaded a new cartridge to address the issue. Customer's blood glucose (bg) was 180 mg/dl. Additionally, it was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. The customer's bg was 41 mg/dl. Customer required assistance from their mother and nephew due to the customer falling and no being able to address low bg. Customer consumed glucose tablets and carbs to address low bg. Tandem clinical support educated the customer to not be connected to the pump during the fill tubing process.